Event description:
On (B) (6) 2010, pt reported when he woke up his blood glucose was 180 mg/dl which was high for him. Pt stated he ate breakfast and took a little extra insulin. Pt reported a couple of hours later his blood glucose was 269 mg/dl and he attempted to give a bolus of 7 units of insulin through the infusion device; received an e4 (occlusion) error in the middle of the bolus. Pt's normal blood glucose range is 100-120 mg/dl. Pt reported he ate and was giving a bolus of 5 units of insulin and received the e4 (occlusion) error message. Pt stated he unhooked the infusion tubing from the infusion device and primed the tubing; did not receive an error. Pt reported he has been having occlusions for the last 3 weeks or so. Pt uses a competitor's infusion set. Advised these are not compatible with his infusion device; can only be used with competitor's infusion device. On call back on (B) (6) 2010, pt reported he used a competitor's infusion set on (B) (6) 2010 and they worked fine and this morning when he got up and ate breakfast he received another occlusion error. Pt stated he changed the infusion set, attempted to bolus and the infusion device occluded again. Pt reported he was using a replacement infusion set that was sent and his blood glucose was still elevated at this time. Pt stated he did not change the infusion tubing or headset and went and set up his backup infusion device and attempted a bolus with the same infusion set; was performed correctly. Pt reported the backup infusion device has been on for a couple of hours and there has been no occlusion and his blood glucose has regulated back to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.